Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an unexpected g5 mobile application shut-off occurred. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be performed to confirm the reported issue. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data review did not confirm the reported event of an unexpected cgm app shut-off. A root cause could not be determined via data.